Event description:
The rptr stated the surgeon inserted a cc4204a collamer single piece lens in the pt's eye. The surgical tech stated the lens seemed tight after loading into cartridge. After insertion into the eye, the doctor noticed a scratch on the lens was used. There was no pt injury. The cause of this event was due to loading issues and user error. The facility discarded the lens.

Manufacturer narrative:
Eval conclusions: based on the complaint history, it was determined that the root cause of this event was due to loading issues and user error. (B)(4).